Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported that their bladder neurostimulator was making electrical impulses down in their vagina: "like it just shocks" them. The patient stated it had happened earlier in the year (patient could not say when) sometime after implant and then it hadn't happened again until yesterday (B)(6) 2022 however yesterday, it was more intense. The patient stated it occurred when they were sitting down and that they turned the stimulation down afterwards and put a call into their managing health care provider (hcp). The patient stated the therapy was on right now, but it was not currently shocking them. The patient stated they told their hcp's nurse about it when it happened, and the nurse told the patient to call manufacturer. The patient stated they had fallen earlier in the year when agent asked them if they'd had any falls or traumas that led to the issue but they couldn't remember when exactly it happened or if the shocking started happening afterwards. Reviewed considerations for the shocking and reviewed device description/function. The patient opted to switch to a new program. Walked the patient through connecting to their settings and the patient switched to a new program. The patient increased to where they felt it comfortably in the bike-seat. The patient was going to monitor their symptoms now that a change had been made and stated they would follow up with their health care provider (hcp). Documented reported event. No further action was taken.